Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The foreign distributor reported that incoming inspection of the device showed that the ratchet arm and return spring of the instrument were binding, causing wear and small metal particles to be produced. This may cause premature failure of the instrument and the fine metal particles could contaminate patients. The instrument was not used on a patient.